Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure -1001" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included stress testing without duplicating the customer's report. The device also passed a complete calibration and outgoing system test. The flow screens were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.